Event description:
It was reported that the surgeon inserted an aq2010v silicone three-piece lens and one haptic tore. The lens was removed with no patient injury, no enlarged incision or sutures.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found a piece of the lens optic torn off and missing. One haptic was torn off. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.